Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-04981. It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 100 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the second inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and a 6.0 x 40 75cm mustang¿ balloon catheter was advanced. However, during the second inflation at 10 atmospheres for 10 seconds, the balloon also ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.